Manufacturer narrative:
Unable to verify s/w due to blank display. Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to blank display. Pump received with cracked case corner of the belt clip rails near the battery compartment, serial number label fading and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack. Customer's blood glucose value was 6.3 mmol/l at the time of the incident. Customer will return device for analysis.